Manufacturer narrative:
(B)(4).

Event description:
It was reported that a set screw header on the device could not be disconnected during a device explant procedure due to elective replacement indicator. The silicon on the screw head was removed and the lead was disconnected. The patient was stable post procedure.